Event description:
It was reported the patient did not recharge the ipg (further device information is unknown) as recommended. In turn, an sjm representative met with the patient for troubleshooting via the use of external devices to no avail. As a result, the patient's ipg was explanted and replaced (with a different model). The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.